Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. Review of the pump data logs by tandem technical support verified that the bolus was manually requested by the customer. The customer's blood glucose (bg) level subsequently decreased to 35 mg/dl. The customer was admitted to the emergency room (ER) where healthcare providers administered an anti-nausea drug and provided carbohydrates to treat the low bg. The customer was released with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.